Event description:
It was reported that during a follow up, low sense amplitude and high capture threshold were observed. Fluoroscopy revealed the lead was dislodged. Lead revision is planned. The patient condition is good.